Manufacturer narrative:
Additional information was received on 2/3/97.

Event description:
Additional information was received reporting the patient had an anterior chamber puncture on 12/12/96 with intravitreal vancomycin. The lens was removed on 1/10/97.